Manufacturer narrative:
The reported events of inappropriate shock/atp and unspecified oversensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found over-torque of the inner coil at the connector region which is consistent with procedural damage. The measured full helix extension length was within specification. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2023-40474. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited inappropriate shock and inappropriate anti-tachycardia pacing (atp). It was also noted that patient's rv and atrial lead exhibited oversensing. It was further noted from x-ray that both leads were dislodged. Insulation damage was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.